Event description:
It was reported through the litigation process that, on (B)(6) 2016, a port was implanted via the right internal jugular vein in a patient for the treatment of lymphoma. Approximately six years, eleven months and eleven days later, on (B)(6) 2023, the patient developed enterobacter cloacae infection, which was confirmed through blood culture. It was further reported that, the patient was also diagnosed with bacteremia. Subsequently, on (B)(6) 2023, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, a powerport m.r.I. Implantable port was implanted in a patient via the right internal jugular vein for the treatment of lymphoma. Four months and nine days later, blood culture results confirmed enterobacter cloacae infection. Two days later, the port was removed due to bacteremia. Therefore, it can be confirmed that the patient had experienced enterobacter cloacae infection and bacteremia. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.